Event description:
The locking mechanism type "compass" closed causing the patient fall."the rollator actio 2 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged malfunction occured in europe.